Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection and subsequently died. A revision was performed and the lv lead, along with the right ventricular (rv) lead and ra lead were explanted. No additional adverse patient effects were reported. This ra lead was not returned for analysis. No further information was provided.